Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow up, episodes of ventricular noise reversion was observed. Electrograms (egms) showed that noise was isolated to the right ventricular (rv) channel and not reproducible. The patient is pacemaker dependent. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.